Event description:
Pt reported a concern with bent infusion cannulas. Additional details were not provided. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion set was returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigation are ongoing within an assigned taskforce.